Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Lead received with the helix fully retracted. Helix was able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during an implant attempt, the physician tried to deploy the lead helix and it would not deploy. The lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.